Event description:
Caller reported taking 40 units of novolog insulin based upon a compact plus system blood glucose result of 487 mg/dl. Retest results within 10 minutes were 41 mg/dl and 38 mg/dl. Customer reported no symptoms, but self-treated by drinking orange juice and sugar water and eating honey. Customer called 911. Paramedics' system result more than 10 minutes later was 67 mg/dl. They did not treat, stayed until 30 minutes had passed from when the customer took novolog and his blood glucose result was 95 mg/dl on their meter. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.